Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2014 with the following findings: there were no unexplained power losses observed in the black box history. The battery cap was not returned with the pump, so a test cap was used for investigation. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The pump was opened and there was no damage found to the power circuit. There was a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would intermittently shut off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.